Event description:
The pt developed a small opening in the skin flap through which the internal magnet was visible. Revision surgery was scheduled for 2/13/97. There was no infection of tissue necrosis in the skin flap. F/u info has been requested but not rec'd yet.